Manufacturer narrative:
Correction: the lead was not explanted it was capped and replaced.

Event description:
Correction: the lead was not explanted it was capped and replaced.

Event description:
New information reported stated that the dislodgement was discovered at a 6 weeks post up follow-up. At that time, it was decided to continue to monitor the patient. The patient then continued to experience congestive heart failure symptoms as prior to her defibrillator implant, so the physician elected to explant and replace the lead on (B)(6) 2017. There were no adverse consequences to the patient related to the event.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was capped and replaced. No patient symptoms or additional information was reported.